Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the provided photograph of the explanted stem confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article "modular hip implant fracture at the stem-sleeve interface" by thomas parisi, md, jd; brian burroughs, md; young-min kwon, md, phd published by orthopedics march 2015 volume 38 number 3 doi: 10.3928/01477447-20150305-91 on 24 june 2014 was reviewed for mdv reportability. The case report is of (B)(6) yo male with s-rom stem, sleeve and cocr head, pinnacle cup with metal insert. After 3.5 years of implant (right hip in january 2007) he experienced in pain in his operative hip but forgoed recommended revision surgery due to work related reasons. After additional 2 years, he obtained 2nd opinion on his pain located mainly in groin and anterior and lateral right thigh which worsened with activity (walking more than 6 city blocks) that improved with nonsteroidal anti-inflammatory drugs. No history of trauma or infectious symptoms. Radiographs showed good bony ingrowth both the acetabular and femoral components. No indication of elevated ions at that time. MRI showed thickened soft tissue with decreased signal intensity near th e neck of the femoral component and heterogenous signal in the trochanteric region, suggestive of osteolysis. The patient elected to be monitored closely. Six months later at another follow up no significant changes so decision was to continue annual surveillance of one year later with no progression in symptoms. Approximately 7 years postoperatively, the patient presented to the emergency department with discovery fracture of femoral stem at the sleeve-stem interface. He received revision and intraoperative findings include: significant necrosis of periprosthetic soft tissues involving abductor muscles with confirmed evidence of reactive debris; corrosion on femoral stem including pitting and scalloping with a clear clamshell pattern from corroded area.. Femoral components were completely removed and replaced with non depuy product. The cup remained in place but the metal liner was replaced with poly liner. Adverse events: surgical intervention, pain, foreign body reaction, device fracture (post op), corrosion stem taper. Impacted products: srom stem, srom augment, pinnacle liner.